Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the surgeon felt that the suture broke at a knot easily. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A dispensed needle-suture combination in two sections and one labeled winding former of product, were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was examined, one end of the suture was cut and were matched with the extreme of the needle/suture piece. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. In addition, a functional test was performed and the tensile force were above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.